Manufacturer narrative:
The fault with the device was found to be a damaged pogo-pin which prevented the electrodes from making contact with the pad device. The damage to the pogo-pin appears to have happened sometime before (B) (6) 2010 and is likely to have been caused by the improper insertion of the pad-pak into the pad device. Conclusion: the conclusion of the investigation and testing is that the problem with the device was caused by a damaged pogo-pin. The damage to the pogo-pin is likely to have been caused by the improper insertion of a pad-pak into the device sometime in (B) (6) 2010 or earlier.

Event description:
The complainant reported the event as follows: "the resident (patient) was sitting in a chair with members of the family visiting. The patient suddenly became unresponsive. The patient was lifted into bed and CPR was initiated. AED pads were applied. The voice command did not assess rhythm. The device continued to state "remove green tab...apply pads to bare skin". Then repeats the same. This was the second time the device failed to respond appropriately. No human error. I have used the device many times before."